Event description:
The mini step dilator and cannula 5mm short was leaking gas during a laparoscopic procedure. Also during the procedure a small round piece fell from the abdominal wall into the abdomen. The surgeon removed this piece and it was placed on a piece of gauze. The laparoscopic procedure had to be converted to an open case.